Manufacturer narrative:
Device is a combination product.   (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that the distal end of stent was damaged and stretched in a distal direction over the distal tip. The undamaged proximal crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube kink at 33 mm distal to the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jan-2018. It was reported that crossing difficulties were encountered. The tight target lesion with an acute bend was located in the calcified left circumflex artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.